Manufacturer narrative:
The device was not returned for analysis. As such, physical analysis has not been conducted in our laboratory. Media inspection confirmed that the tip of the curved cannula was missing. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Per the IFU, it states that breakage, slippage, misuse or mishandling of instruments or probe, such as on sharp edges, may cause burns or injury to the patient or operative personnel. A risk review was completed and confirmed that the event of sheared peek distal tip was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The device was not returned for analysis. However, media inspection confirmed that the tip of the curved cannula was missing. A labelling review found that the reported event is a known risk associated with the use of the intracept intraosseous nerve ablation system. Therefore, this event is assigned a probable cause of known inherent risk of device.

Event description:
It was reported that during an intracept procedure, the j-stylet started to turn on itself and the physician retracted the j-stylet to pull out the curved cannula assembly. However, the wheel would not budge in the trocar. The physician flipped the bail down and pulled out the j-stylet and then the curved cannula. The physician noticed that the tip of the curved cannula was missing. It is unknown if the broken piece was left inside or outside the bone, but it was noted to be most likely inside the bone. It was also noted that hard bone was encountered during the procedure and no levels were completed before the issue arose. There were no patient complications and all devices were retained by the facility. No devices will be returned for device analysis.

Event description:
It was reported that during an intracept procedure, the j-stylet started to turn on itself and the physician retracted the j-stylet to pull out the curved cannula assembly. However, the wheel would not budge in the trocar. The physician flipped the bail down and pulled out the j-stylet and then the curved cannula. The physician noticed that the tip of the curved cannula was missing. It is unknown if the broken piece was left inside or outside the bone, but it was noted to be most likely inside the bone. It was also noted that hard bone was encountered during the procedure and no levels were completed before the issue arose. There were no patient complications and all devices were retained by the facility. No devices will be returned for device analysis.